Manufacturer narrative:
(B)(4). The device is being retained by the hospital and is not available for evaluation. The device was not returned for analysis. The reported difficulties and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. (B)(4).

Event description:
Subsequent to filing of initial medwatch report, user facility medwatch report # (B)(4) was received, stating: "physician deployed suture portion of perclose device, but the deploying apparatus could not be removed. A cardiothoracic surgeon opened the left femoral artery to remove device. What was the original intended procedure? Deployment of a vascular perclose proglide device usage problem: not known". The incident reporter was contacted and confirmed the arteriotomy was in left common femoral artery.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the heavily calcified right common femoral artery was attempted using a proglide device with an 8f sheath after an interventional impella procedure. Reportedly, the proglide plunger could only be deployed half way due to heavy calcification at the access site. The proglide foot could not be closed. An attempt was made to break open the proglide device to release the foot. A surgical cut down was performed to remove the proglide device and to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.